Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed false atrial fibrillation episodes due to noise that was oversensed by the device. It was noted that the noise was due to myopotentials. No intervention was performed. The patient will continue to be monitored. The patient was in stable condition.